Manufacturer narrative:
Voluntary medwatch received mw5155320.

Event description:
It was reported via voluntary medwatch that the patient experienced a blood infection, which infected the device system. The device system was explanted.